Event description:
The customer called to report a motor error alarm after inserting a new battery. Troubleshooting was performed, and the insulin pump failed the displacement test, again alarming motor error. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump failed the displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.